Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d3, d4, d6a, d6b, g1, h6.

Event description:
Patient reported a right side rupture. Healthcare professional later confirmed no complaint against the device. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.